Manufacturer narrative:
The samples were not returned for evaluation, however one set of medical records was provided for review. One investigation was confirmed for occlusion, however the additional three investigations were inconclusive. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f, vena cava filter, allegedly experienced occlusion. This information was received from multiple sources. These malfunctions involved four patients with no consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) pounds. Age weight and gender were not provided for the three additional patients.

Manufacturer narrative:
H10: the lot number was provided for 2 out of 4 malfunctions, therefore, a lot history reviews were performed. The devices were not returned for evaluation; however, medical records were provided and reviewed for all the four malfunctions. Out of 4 malfunctions, two malfunctions were confirmed for the reported occlusion of ivc. For one malfunction, the investigation is confirmed for the alleged detachment and occlusion of ivc, therefore, a0501 trending device code was added to the malfunction. The remaining malfunction is inconclusive for occlusion of ivc.based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f, vena cava filter, allegedly experienced obstruction of flow. This information was received from multiple sources. These malfunctions involved four patients with no consequences. One patient was male and three patients were female. Three patients ages were ranged from 37 to 81 years and two patients weight ranged from 175 to 325 pounds. All other patients details were not provided.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f, vena cava filter, allegedly experienced obstruction of flow. This information was received from multiple sources. These malfunctions involved four patients with no consequences. Of the 4 malfunctions, one was male and other was female. One patient was reported as a 81 year old weighing 175 pounds. The remaining patients age, weight, and gender were not provided.

Manufacturer narrative:
H10: one of the devices product catalog was changed to unknown g2x. H10: the lot number was provided for 2 out of 4 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for 2 malfunctions and reviewed. The investigation is confirmed for the reported occlusion of the ivc filter and filter limb detachment for one malfunction, however for the other malfunction the investigation is inconclusive for the reported occlusion of the ivc filter. The remaining two malfunctions investigation are inconclusive for occlusion of ivc filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the product catalog number of two malfunctions were updated to unk g2x and rf320j. H10: the lot number was provided for 2 out of 4 malfunctions, therefore, a lot history review was performed. The devices were not returned for evaluation. Medical records were provided for 3 malfunctions and reviewed. For one malfunction 2907 - detachment was coded additionally and the investigation is confirmed for the occlusion of the ivc filter and filter limb detachment. For one malfunction the investigation is confirmed for the occlusion of the ivc filter. For the remaining two malfunctions, investigation are inconclusive for occlusion of ivc. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f, vena cava filter, allegedly experienced obstruction of flow. This information was received from multiple sources. These malfunctions involved four patients with no consequences. One patient was male and two patents were female. Two patients ages ranged from 37 to 81 years. One patient was 175 pounds. There was no other information provided for all the patients.

Manufacturer narrative:
H10: the lot number was provided for two out of four malfunctions; therefore, a lot history review was performed. The samples were not returned for evaluation, however one set of medical records was provided for review. One investigation was confirmed for obstruction of flow and detachment of device component, however the additional three investigations were inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicates that model rf310f, vena cava filter, allegedly experienced obstruction of flow. This information was received from multiple sources. These malfunctions involved four patients with no consequences. One patient was reported as a 81 year old female weighing 175 pounds. Age weight and gender were not provided for the three additional patients.